Manufacturer narrative:
Service was dispatched to address the issue. Service performed significant troubleshooting which included, replacing, rebuilding, and adjusting multiple parts, with no specific hardware issue noted or reported. No contributing factors in the month prior to the complaint were identified in regards to the system. The service history of the c1600079 verifies no subsequent issues have been reported since service visit. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that falsely elevated calcium results were generated for two patient samples tested on the architect c16000 system. No adverse impact to patient management was reported. Sample ID (B)(6): 3.36 and 2.30 mmol/l, sample ID (B)(6): 2.42, 4.8 and 2.38 mmol/l. The customer's normal range is 2.1 - 2.6 mmol/l.